Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was unable to duplicate the issue. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to spin. The system beeped and an error showed on the mobile view station (mvs). The gantry also did not open due to the errors. The logs found the issues with gantry not opening was due to remote calibration files not being updated and the framegrabber closed due to the error. The site restarted the system to continue with the case. There was no patient impact reported and a delay to surgery of less than one hour.